Manufacturer narrative:
Radiographic image review comments were given as below: 1. Sagittal CT reconstruct l1 compression fracture with cement augmentation metal l2. Artifact indicates screw construct t12-l2 2. Sagittal CT reconstruction of screw construct l1 burst fracture with posterior bony retropulsion. 3. Sagittal CT reconstruction shows progression of height loss of l1 fracture. 4. Sagittal MRI shows l1 fracture with mass effect on spinal canal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis (rupture fracture). It was reported that postoperatively, the patient experienced pain and was transferred to another hospital. At the new hospital, a protrusion of bone fragments into the spinal canal was confirmed. The physician did not indicate that the postoperative effects were due to bkp. The report was made by the physician because bkp was used in the surgery. No additional surgery has been performed. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there is insufficient decompression of the vertebral body with cement. There was no cement leak. Two months after the surgery, the vertebral body with the cement in it became compressed, so the spinal canal was compressed.